Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00881, 0001822565-2018-07031, and 0001822565-2018-07032. (B)(4). Concomitant medical devices: unknown nexgen femoral catalog#: ni lot#: ni, unknown nexgen tibial insert catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent total knee arthroplasty. Subsequently, the wound oozed blood and there were signs of joint cavity effusion. Debridement and suturing were performed. Attempts have been made and no further information has been provided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: femoral component option size f left compatible with lps-flex prolong catalog # 00596401651 lot # 63627957. All poly patella size 32 mm dia. Standard 8.5 mm thickness catalog # 00597206532 lot # 63534850. Articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 10 mm height catalog # 00596204010 lot # 63622427. Refobacin bone cement r 1x40g catalog # 3003940001 lot # 540cai0108. Refobacin bone cement r 1x40g catalog # 3003940001 lot # 540cai0108.

Event description:
No additional information received.